Manufacturer narrative:
Investigation is ongoing.

Event description:
Hamilton medical ag received the following incident description: yellow ip's alarm light is not working.

Manufacturer narrative:
Investigation is ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information as requested.

Event description:
Hamilton medical ag received the following incident description: yellow ip's alarm light is not working.

Event description:
Hamilton medical ag received the following incident description: yellow ip's alarm light is not working.

Manufacturer narrative:
Investigation is ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 2 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information as requested. Updated fields: b4, d1, d4, g3, g6, h2, h4.